Manufacturer narrative:
Additional narrative: patient identifier, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) procedure for the fifth proximal phalanx fracture on (B)(6) 2018. The variable angle (va) locking hand system was utilized. During the procedure, after completion of the reduction, drilling was applied to affix the va locking plate with screws. During the drilling, the tip of the drill bit broke. The broken tip remains embedded in patient¿s bone. Surgeon created another hole utilizing a c-wire, then inserted three (3) screws. Surgery was completed with no delay. Surgeon stated there was no sound when the drill bit broke and no resistance was felt when drilling. This report is for one (1) 1.1mm drill bit. (B)(4).

Manufacturer narrative:
Device history records review could not be completed as the provided part and lot number combination could not be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.